Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that during a follow-up approximately 22 months months post index procedure, a CT was performed where an endoleak type 1a was confirmed. The event was treated with the implantation of etcf3232c49ej. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the film provided; however, the type and cause of the endoleak could not be determined. Complete post-implant CT¿s were not available for review for a more thorough analysis of the stent graft in-vivo configuration. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the endoleak observed was a type ia endoleak and may have been related to disease progression or aneurysm morphology changes over the time of stent graft implantation. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.